Event description:
It was reported that the tibia component had subsided on the medial side of the tibia. The device was implanted on (B)(6) 2005 and revised on (B)(6) 2014.

Manufacturer narrative:
Investigation is still in progress.